Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported while stocking the device at facility on an unknown date, it was noticed that the product listed online and product master the needle listed is a tf-4 but the product came with a different configuration: tf-5 needle. There was no patient involvement.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/14/2018. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Evaluation: there was no sample received for analysis. Only pictures of the sample were received for analysis. Upon visual inspection of the picture, a box of product with a needle description could be observed. According to the manufacturing record, the components of the product are correct. However, the information of the product at the ethicon web page isn't actualized as the description is for another needle.